Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. An investigation into the manufacturing paperwork associated with this product code and lot has not been possible due to no lot number being recorded. Due to the nature of the reported issue this has been passed to one of our medical specialists who have made the following comments. In conclusion: based solely on the provided photos and reported surgical procedures, currently unable to rule out the patients underlying comorbidities, reaction to the outer dressing that the skin would be exposed around the foam cells, early post-operative edematous reaction and/or body weight (patient #1) as possible contributing factors to the reported events. The root cause of neither the early post-op appearance what appears to be: inflammatory/edematous ¿blebs¿ (patient #1) nor the hyperpigmentation (patient #2) can be concluded. The supplier report concluded a non-manufacturing related event. Should additional information become available, the clinical/medical assessment may be re-evaluated.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time, an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. An investigation into the manufacturing paperwork associated with this product code and lot has not been possible due to no lot number being recorded. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿this complaint reports ¿sensitivity¿ to the adhesive on the edges of the pico dressing. Reportedly, the skin in contact with the adhesive was ¿broken down slightly and was exuding¿. However, the skin under the pico dressing itself improved, as expected. The site was treated with ¿emollient and hydrocortisone with a non-adhesive dressing¿. On 8-25 2017 it was also communicated that ¿no other medical intervention was required¿. We do not have any pictures of the skin at the time of the breakdown. It should also be noted that this patient had a documented long term history of venous leg ulcers and previous sensitivity to most adhesive dressings. In conclusion, based on the available information, the reported reaction, in a subject previously known to be hypersensitive to ¿most¿ adhesives is not an unexpected occurrence. We do not have a report on the patient¿s current status.

Event description:
It was reported that dressing was placed on wounds at time of or completion and stayed on from 3-5 days. Red areas/blebs in skin occurred between honeycomb foam cells. In one patient there is now honeycomb scarring/skin changes on his skin (arm) many months later. The other patient had what looked like blebs or blisters between the honeycomb cells.